Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00168 on 16-jun-2023 and the first supplemental report on 07-jul-2023. Additional information (10-aug-2023): siemens further evaluated the issue and further tested the lipemia interference for the atellica ch concentrated carbon dioxide (co2_c) at different intralipid concentrations. The results recovered acceptably. The instrument and reagent are performing according to specifications. No further evaluation of these devices is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00168 on 16-jun-2023. Additional information (15-jun-2023): siemens further evaluated the issue. The initial report indicated that prior to processing the affected sample on this instrument, the customer processed the sample on an alternate atellica ch 930 analyzer, a blood gas analyzer, and ultracentrifuged the sample. The process of ultracentrifugation of a sample will result in prolonged exposure to heat and room air, which impacts the stability of co2 in the sample and consequently makes the co2 result after ultracentrifugation invalid for comparison. Additionally, siemens determined that the sample was processed for hemolysis, lipemia, and icterus; the sample recovered with an index of 5 for lipemia, indicating a lipemia concentration between 1000-2999 mg/dl. The falsely depressed co2_c result is potentially due to the instability of a lipemic sample caused by prolonged exposure to heat and room air during the ultracentrifugation process. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that a falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Before the customer processed the affected sample on this instrument, the customer processed the sample on an alternate atellica ch 930 analyzer, a blood gas analyzer, and ultracentrifuged the sample. The cause of the issue is unknown. Siemens is evaluating the issue.

Event description:
A falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample when it was repeated on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). This sample was initially processed on a different atellica ch 930 analyzer and blood gas analyzer and recovered higher. The result of 40 mmol/l was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.